Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: lot number, expiration date, and h4 are unknown.

Event description:
It was reported that extension set exhibited multiple medication leakage from the air bubble/air filter. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: no product was returned. The reported complaint could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. D3, g1, g2 email address: regulatory.responses@icumed.com